Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11c. P-cap / reservoir locks properly into place. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Unit received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.